Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12750. It was reported, the pt was no longer receiving stimulation. An sjm representative met with the pt and was able to establish stimulation. After multiple reprogramming sessions, lead diagnostics showed multiple invalid contacts. Note the pt has two octrode leads from different lots implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.